Event description:
The event involved regarding a needle free hemodialysis tego connector where that was used with a central venous catheter. According to the report, the connectors were replaced per facility protocol following completion of treatment. After approximately three days of use, during preparation for a subsequent treatment on patient, significant resistance was encountered while attempting to aspirate from the arterial lumen of the catheter. In accordance with clinical policy, the nurse replaced the tego connector. Following replacement, normal flow was restored, and aspiration of fluid was successfully achieved. The removed tego connector was visually inspected, and tearing of the silicone seal was observed. There was patient involvement and no harm.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. E1: initial reporter details of name, address, contact information's are unknown.